Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. On (B)(6) 2022 the customer reported that the unit won't turn on after inserting a new battery. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: missing display window cover, cracked middle (enter) keypad button. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. Unit passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool confirms that the following alarms/alerts occurred around the event date: 104=low battery occurred 11/08/2022 01:15:00, & 11/19/2022 02:48:00--these occurred less than the expected interval of 2 weeks of each other. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, there is corrosion inside the battery compartment. In summary, the customer¿s report that the unit won't turn on was not confirmed during testing. The unit does not meet specs due to the corrosion seen inside the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported that insulin pump did not accepted any battery. Customer did not receive low battery alert prior to replace battery alert or replace battery now alarm. Battery cap was not loose cracked or damaged. This was not the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. Customer was not able to clear the alarm. Display did not return after pump restart. Device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had blank display, replace battery now alarm and power loss alarm. No harm requiring medical intervention was reported. Troubleshooting was successfully performed and the issue was not resolved. Customer was advised to replace the insulin pump; however, the customer will discontinue use of the device. The product will be returned for analysis.